Event description:
Boston scientific crm received information that the patient with this pacemaker experienced a syncopal episode. The patient noted intrinisic rates of 45 bpm. A physician discussed with the patient that the device may not being counting some smaller heart beats, and scheduled a device check with a bsc field representative at a later date. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.